Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. It was noted that the patient is do not resuscitate (dnr) status. Technical services reviewed the data and provided programming options as this appears to be a chronic issue. The field representative will discuss with the physician to figure out the overall plan. At this time, the device remains in service. No adverse patient effects were reported.